Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump intermittently displayed a restart error related to audio and alert functionality, identified as a no-audible-alarm issue, while the pump continued to read glucose and deliver insulin; the affected component was the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm malfunction of the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.